Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. There is blood in/on the helix/lobe mechanism. Apparent explant damage.

Event description:
It was reported that during implant attempt, the helix would not retract. The lead was not implanted. There were no patient complications reported as a result of this event.